Event description:
A us distributor contacted zoll to report that a patient passed away on an unknown date. The patient received an appropriate treatment on the last wear date of the lifevest. The device was started up at 08:16:57 on (B)(6) 2024. At 00:31:48 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf with varying rates/amplitudes. At 00:33:11, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with varying rates/amplitudes. Post shock rhythm was asystole with pacer spikes. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 05:06:55 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.